Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity related to the complaint observed in the pump histories. A battery voltage drop on (B)(6) 2011 was observed in the black box. The battery was no returned with the pump for investigation. The battery cap and compartment were found to be intact. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. The complaint could not be confirmed or duplicated during investigation.

Event description:
The user said that the pump housing became very hot when she was sleeping. She said she was not injured due to the issue. She reportedly does not shower with the pump on. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.